Manufacturer narrative:
Evaluation summary: during the pre deco exam, the guidewire lumen appears to have broken inside the outer body tube. There is about 28.5" of the gw lumen that has detached. There are several severe kinks through out the length of the gw lumen along with what appears to be dried blood inside the gw lumen. Post deco exam, the handle was opened and the pusher was found to be detached from the hypotube by about 7mm. There appears to be some stretching of the gw lumen at the hypotube. The od is 0.039" at the hypotube and 0.044" at the tip and 0.042" at the break site. There is a mark on the outer body 9.6" distal of the strain relief. (Please see scanned pages).

Event description:
Reportedly after implant, the delivery system could not be pulled back over the guidewire after the stent was implanted. After several attempts, parts of the inner sheath seemed to have ripped off and the system could be retracted. The inner part of the system remained in the patient on the guidewire. The doctor tried to retrieve it with a guide catheter and removed the .035 guidewire. After the catheter was removed, he removed the missing piece. Stent region occluded, no dilation no success. Patient death.